Manufacturer narrative:
During the appointment, the shock impedance measurement was 46 ohms. All other measurements were acceptable. A revision procedure was performed, and the lead was surgically abandoned and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this right ventricular (rv) defibrillation lead had several daily impedance measurements less than 20 ohms. When patient maneuvers were performed, noise was observed on the shock channel. No adverse patient effects were reported.